Event description:
It was reported by service report that there was no power to the bed. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: bed was unplugged and battery switch was off.